Event description:
A (B)(6) consumer had essure inserted on (B)(6) 2010. No confirmation test performed. Insertion took at least an hour and during procedure, the hcp told her she had a polyp that would need to be removed. Almost immediately after insertion, she experienced pain (back and joint). On (B)(6) 2011, she had a CT performed because of the pain. She looked at the imaging and could see "the coils were broken." Her hcp who told her these were the gallbladder clips that were inserted in 1994. Shortly after insertion, she had severe bleeding from the time of ovulation until after period ended every month, which she described as 'constant and heavy.' She had numerous trips to the emergency room for severe cramping and pain, including leg pain - the first trip was less than a month from the time of insertion. She also had adhesions of the bowel to the omentum. Her uterus was adhered to abdominal wall. There were adhesions from the fallopian tubes to ovaries to adnexal to omentum. She reported: adhesions to the anterior fundal aspect of the uterus, adhesions of the fallopian tubes to the ovaries, bilaterally and adhesions of the omentum and into the left adnexal structures. She also reported bladder adhesions, a fixed of the corpus of the uterus. Stated that "seeds were placed so the adhesions would not adhere, but they did." Consumer was diagnosed with endometriosis and adenomyosis. On (B)(6) 2013, she had a hysterectomy.